Manufacturer narrative:
(B)(4). The device is expected to return for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the distal segment of the whisper guide wire broke [separated] inside the patient anatomy. It took four hours and twenty minutes to remove the separated segment from the patient. The procedure was discontinued due to the delay and the patient underwent heart surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The separation was confirmed. The difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
Subsequent to the initial report, additional information received: resistance was felt during removal from an unspecified balloon dilatation catheter and the guide wire separated at the tip and at the core. The separated segment was removed with a non-abbott device. The procedure was stopped and within the next days the patient underwent CABG and aortic replacement.